Event description:
Procedure: cystoscopy/bladder polyp removal. Reportedly, a lesion was noted on the inner anterior aspect of thigh, white in appearance, and the size of a pencil eraser. The grounding pad was on the opposite side of the leg. This was noted immediately after the procedure, upon removing the drape. The nurse mentioned this to the surgeon, and surgeon stated that it looked like pt had been to the dermatologist. Pt then noticed this upon getting dressed, but did not say anything until they saw their post-op dr. Dr. Stated to the pt that they did not know what it was from, and advised pt to see a dermatologist. Pt then went to the dermatologist who stated that this was a third degree burn. The pt treated it with neosporin ointment and it healed.